Manufacturer narrative:
A steris service technician inspected the 5095 surgical table and found the device to be operating properly. The technician was unable to duplicate the reported event; no issues were noted with the function or operation of the table. The 5095 surgical table was returned to service and no additional issues have been reported.

Event description:
The user facility reported that their 5095 surgical table would not respond to hand control commands. A procedure delay was reported. No injuries were reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.